Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a non-bsc guide catheter was advanced and multiple pre-dilation was performed, a 2.75 x 8mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal, the stent became caught with the guide and the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.